Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-sep-2024. Investigation summary bd received 8 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for plastic protrusion in tube was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of plastic protrusion in tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode plastic protrusion in tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there were 4 tubes with plastic protrusions on the inside of the tube. The analyzer was not able to aspirate blood because of the plastic piece sticking out inside the tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there were 4 tubes with plastic protrusions on the inside of the tube. The analyzer was not able to aspirate blood because of the plastic piece sticking out inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g4. PMA / 510(k)#: k213670, k231373 . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.